Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the unspecified bd¿ arterial blood collection syringe the arterial blood clotted. The following information was provided by the initial reporter. The customer stated:on (B)(6) 2022, at around 9:00 am, the nurse used a disposable arterial blood sampling needle to collect blood from the patient according to the doctor's advice. About 0.5ml was collected and immediately sent to the laboratory department. About one hour later, the laboratory department telephoned the arterial blood was clotted and re-collected blood, which increased the patient's pain.